Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was placed in the rv (right ventricular) apex. The physician rotated the pin clockwise to extend the helix, but despite 24 rotations the helix did not appear to be fully extended. Despite it being suggested to the physician to remove the lead in order to test the helix or implant a new lead, the physician refused to remove or replace the lead, believing that the tortuosity of the vessel was possibly causing the issue. The lead remains in use. No patient complications have been reported as a result of this event.